Event description:
It was observed that during the device evaluation, the colonovideoscope had noisy image, scope communication error b30, foreign material on the channel tube and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the foreign material in the light guide cover and channel tube could not be determined whereas it is presumed that the reported event o noisy image and scope communication error b30 occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.